Event description:
It was reported that during a gastric bypass procedure, the device was fired and the stapled did not form. Also, the device did not cut. The device were reloaded two more times and the same thing occurred. There was no patient consepuence.